Manufacturer narrative:
(B)(4).

Event description:
It was reported during a follow-up, it was discovered the patient received inappropriate tachycardia pacing therapy due to lead noise in the ventricular channel. The r-wave sensing amplitude had fluctuated between stable and unstable measurements. Scheduled lead replacement was not possible so the sense/pace trifurcation of the right ventricular lead was replaced instead. The patient condition is good.